Event description:
Note: a full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. Patient received fusion and fixation using facetfuse screws and 11mm dorado interbodies on (B)(6)2009. Patient presented on (B)(6) 2009 with sciatic pain in the left leg and weakness secondary to pain. The pain developed following excessive activity. Follow up x-ray determined that a dorado interbody had migrated out of the disc space and was contacting the nerve root. The patient was revised and the surgeon reinserted the implant. The patient presented 6 days later with the same symptoms. Patient activity prior to the symptoms was unknown. X-rays revealed that the interbody had migrated again from the disc space. The patient was revised and a larger 13mm interbody was implanted. No post operative issues were subsequently reported.

Manufacturer narrative:
Investigation concluded that the patient's excessive post-operative activities were the cause of the implant migration. Restrictions on patient's post operative activities are sufficiently described in product labeling. The second revision surgery may have been caused by the first, given that the same implant was reinserted and ultimately because a larger device alleviated any further issues. Product labeling also sufficiently addresses implant selection as crucial to successful fixation. The patient should be instructed to limit and restrict lifting and twisting motions and any type of sports participation until the bone is healed. The patient should understand that implant fixation is not as strong as normal healthy bone and may loosen, bend and/or break if excessive demands are placed in the absence of complete bone healing. Implants displaced or damaged by improper activities may experience migration of the devices and damage to nerves or blood vessels. The potential for satisfactory fixation is increased by the selection of the proper size of the implant.